Event description:
It is reported that the pt was revised die to pain and loosening.

Manufacturer narrative:
Surgical reports were not provided; therefore, whether recommended surgical technique was followed is unk. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports or further information. As returned, the measured dimensions of the tibial plate were found to be within specification. No bone cement residue was observed on the tibial plate. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.